Event description:
The physician used a tracer metro direct wire guide. After the first exchange during the procedure, the tip separated on the distal end of the wire guide. No patient injury was reported.